Event description:
Customer reported that he had high blood sugars. Customer stated that the drive support cap is protruded on his insulin pump. Customer stated that the insulin pump is alarming motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to verify the battery was out limit or excessive no delivery alarm due to motor alarms. No anomalies found on drive support disk.